Event description:
New information received notes that the firmware upgrade was downloaded successfully. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup vvi mode. The device was able to restore itself but the firmware was downgraded to an earlier version. No intervention was performed. The patient will continue with normal follow-up. There were no patient consequences.